Event description:
It was reported that the asymptomatic, pulse generator dependent patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited low pacing lead impedance and two short automatic mode switching episodes caused by noise. Lead replacement was discussed. No intervention was performed. No further information was reported.